Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, upon fluoroscopic inspection, a crown overlap was observed that did not exceed the 4th node. A pre-implant balloon aortic valvuloplasty (bav) using a 20 millimeter (mm) non-medtronic non-compliant balloon was performed due to the patient's bicuspid aortic valve. Upon 80% deployment, under expansion of the valve frame was observed and an infold was suspected. Subsequently, the valve was recaptured and an infold was confirmed that extended throughout the length of the valve to the outflow. It was noted that the target implant depth when the infold occurred was 3-5 mm. The system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. Per the physician, the patient's bicuspid aortic valve contributed to the infold. No patient complications were reported as a result of this event.